Manufacturer narrative:
D10: concomitant devices: 2898910 164-11-08 - novation element ro s/o sz 8 3795474 142-32-93 - cocr fem head 32mm -3.5 offset 12/14 4014411 180-01-52 - nv crown cup clstr hole 52mm group 2 4056137 180-65-15 - alteon 6.5mm screw, 15mm 4081186 180-65-20 - alteon 6.5mm screw, 20mm 4081197 180-65-20 - alteon 6.5mm screw, 20mm. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 99 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.